Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, a data alert 4 was also identified.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.